Manufacturer narrative:
Customer contacted haemonetics (B)(6) 2009 reporting their orthopat machine was tripping the line isolation monitor and not powering on. No injury or reaction was reported. Evaluation of the returned device confirmed the reported problem. Also a blood spill was detected. Issue caused damage to the power supply and various other components. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).

Event description:
Customer contacted haemonetics (B)(6), 2009 reporting their orthopat machine was tripping the line isolation monitor and not powering on. No injury or reaction was reported.